Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The electrode was returned in two segments, fractured with complete separation of both the insulation and conductor coils at approximately 6.8 centimeters from the terminal end.

Event description:
This supplemental report is being filled to include device analysis information.

Event description:
It was reported that this device was explanted due to inappropriate shocks from t-wave oversensing. No additional adverse events were reported.